Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed no delivery. The patient's blood glucose at the time of incident is unknown. Troubleshooting was performed for the no delivery alarm. The insulin pump was able to prime without incident. The customer was able to make insulin exit through the tubing with a plunger push; there was greater than normal resistance when attempting the plunger push. The customer disconnected and reconnected the reservoir and performed another plunger push; however, there was still greater than normal resistance. The customer was advised to change the reservoir and infusion set. The reservoir was not returned for analysis.